Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when squeezing the trigger on the handle while closing the skin during an open procedure, the cartridge flew across the room. There was no patient injury.

Manufacturer narrative:
This event has been reassessed. The event is no longer considered a malfunction reportable, and is now classified as a not reportable. If information is provided in the future, a supplemental report will be issued.